Manufacturer narrative:
(B)(4). Insulated bipolar forceps are recommend for this type of surgical procedure. The complaint cannot be confirmed as the patient's injury is related to user handling of the device. At this time, the complaint is considered to be closed.

Event description:
Per user facility medwatch report# (B)(4): event description: midway through the tonsillectomy, the surgeon and scrub tech noticed a burned areas in the corner of the patient's mouth, left side. Two procedures were being performed on this patient; an excision of a lymph node on the neck and a tonsillectomy. The uninsulated bipolar forceps were being used to cauterize the bleeding on the tonsil.